Manufacturer narrative:
This spontaneous case was reported by a lawyer ,and describes the occurrence of pelvic pain ('pain'). In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: pelvic pain female, genital bleeding and infection nos. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), emotional distress ("emotional distress"), anhedonia ("loss of enjoyment of life") and infection ("infection"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, emotional distress, anhedonia and infection outcome was unknown. The reporter considered anhedonia, emotional distress, genital haemorrhage, infection and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: pelvic pain, genital hemorrhage, emotional distress, anhedonia. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-jun-2021, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, genital bleeding and infection nos. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), emotional distress ("emotional distress"), anhedonia ("loss of enjoyment of life") and infection ("infection"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, emotional distress, anhedonia and infection outcome was unknown. The reporter considered anhedonia, emotional distress, genital haemorrhage, infection and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: pelvic pain, genital hemorrhage, emotional distress, anhedonia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: summons received: case category upgraded to serious incident. Event 'injury nos' was updated to 'pain'. New events: bleeding, infection, emotional distress and loss of enjoyment of life were added. Patient demographics, medical history, essure insertion and removal date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.